Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, the universal surgical manipulator (usm) 4 grip was sticking or catching, with a delay in opening. Per the customer, the issue was presenting as though the master tool manipulator (mtm) clutch button was being bumped. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, and they did not find any related errors. The procedure was completed as planned, with no reported injury. Intuitive surgical, inc (isi) followed up with the robotics coordinator for the site and obtained the following additional information regarding the reported event: the customer reported issue was identified during the procedure, after ports were placed. It was resolved by the isi field service engineer. The procedure was completed robotically, with all 4 arms; no arms were disabled as a result of the sticking issue.

Manufacturer narrative:
Based on the customer's claim against the product noting sticking/catching of the universal surgical manipulator (usm) 4 grip, an investigation was partially completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the customer reported issue regarding resistance in the usm grip. The usm and the right master tool manipulator right (mtm) were both replaced. The system was tested and verified as ready for use. Isi received both of the da vinci products involved with this complaint to perform failure analysis. The right mtm was analyzed, and the reported failure was not replicated nor confirmed. The right mtm was installed onto a test system, and it powered up normally. A sine cycle, test drive, and visual inspection were performed, without any issues. Tests were also performed via dte and matlab, and the right mtm passed. No repairs were required to address the reported problem. The usm was tested on an in-house system utilizing multiple sterile adapters and instruments, and no engagement gripping issues were found. The system passed normal mode. The following tests were also conducted and passed on a patient side cart fixture test platform (pftp): direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. As a precaution, the degrees of freedom (dof) 7 & 8 rotors and gearboxes will be replaced. The complaint regarding sticking/catching of the usm 4 grip was not confirmed based on the failure analysis investigations, however, it was confirmed based on the field evaluation. This indicates that the device most likely contributed to the customer reported issue. No image or video clip for the reported event was available for review. A review of the site¿s system logs revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. Procedure log confirmed that on (B)(6) 2022 a hiatal hernia paraesophageal procedure took place on system (B)(4). Based on the field evaluation and the failure analysis investigations, the probable root cause of the customer reported issue could not be determined at the time of this report. Although the fse was able to replicate the issue while troubleshooting, the fa investigations did not replicate nor confirm the customer reported issue, and there were no problems detected. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to arm sticking/catching. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.